Event description:
A customer called beckman coulter regarding an erroneously elevated accu tni result from a pt that was generated by the access 2 instrument. Pt a had an accu tni result of 0.696 ng/ml from testing of sample #1. Sample #1 had an accu tni result of 0.133 ng/ml. Sample #1 was repeated for accu tni in duplicate and the results were 0.696 ng/ml and 0.131 ng/ml. Sample #1 was retested for accutni in duplicate for the second time and the results were 0.188 ng/ml and 0.743 ng/ml. Sample #1 was retested (x5) again for accu tni and the results were all below 0.50 ng/ml (see b6). The custoemr did not provide any info on which accu tni result was reported out for sample 1. The customer did not receive any report of pt injury requiring medical intevention or change to pt treatment attributed to or connected with this event.